Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility reported the reprocessing procedure performed on the device as follows. -the user facility performed pre-cleaning of the device immediately after the procedure according to the instruction manual. -as soon as the nurses finished pre-cleaning in the room, the user facility performed a leakage test using the olympus maintenance unit olympus mu-1 according to the instruction manual. -the user facility manually cleaned the device using aseptic epizyme ultra as the cleaning agent and an olympus single-use cleaning brush bw-412t. -the device was reprocessed with a non-olympus automated endoscope reprocessor, gallay cimrex 12 using aseptic eplzyme ultra as a cleaning agent. From the device inspection results, olympus medical systems corp. (Omsc) was able to confirm the device nonconformity, but was unable to determine the device nonconformity that affected the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. The similar events have occurred in the user facility in the past. The exact cause of the reported event could not be conclusively determined. Omsc was unable to determine the association between the reported event and the device from the following investigation results. -as a result of the microbiological testing after reprocessing conducted three times by the user facility, the growth of bacteria was confirmed in all of them. -olympus australia & new zealand (oaz) did not perform microbiological tests on the device, so it was not possible to confirm whether the reported event would reappear. -as a result of device evaluation, stains due to insufficient cleaning were confirmed, but no water leakage from the channel or abnormalities were confirmed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological tests by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The device has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
According to the information provided by olympus (B)(4), the correct "date of event" in the initial report is (B)(6) 2021. In addition, olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6), 2021]: -pseudomonas aeruginosa (> 100 cfu), klebsiella pneumoniae (¿ 15 cfu). [Second time; (B)(6) 2021]: -pseudomonas aeruginosa (> 100 cfu), klebsiella pneumoniae (8 cfu). [Third time; (B)(6) 2021]: -pseudomonas aeruginosa (> 100 cfu), enterobacter cloacae (< 10 cfu). There was no report of infection associated with this report. The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -due to wear of the angle wire, the left angulation did not meet the reference value. -there was a dent on the distal end cap. -the adhesive of the bending section rubber was peeled off. -the insertion tube was dirty. -the control unit was deformed. -the suction connector case unit was dirty. -the remote switch 1 was worn. If additional information becomes available, this report will be supplemented.